Manufacturer narrative:
(B)(4). The dexcom g5 mobile continuous glucose monitoring system user's guide states: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g., redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
Dexcom was made aware on (B)(6) 2016, that on (B)(6) 2016, the patient experienced a skin reaction. The sensor was inserted into the abdomen on (B)(6) 2016. The skin reaction was described as itchy, red skin located on the abdomen, under and around the adhesive. The affected area was treated triamcinolone acetonide .025 % and hydroxyzine, prescribed by the patient's endocrinologist on (B)(6) 2016, for a previous reaction. At the time of contact, the patient was stable. No additional event or patient information was provided. No product or data was returned for investigation. The reported event of skin reaction could not be confirmed. A root cause could not be determined.